Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem damaged therapy electrodes, "adjust belt" messages, and "check therapy pad" messages) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation the electrode belt had an open pulse wire in the trunk cable . The cause of the test failure is the open pulse wire. The root cause of the open pulse wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported the belt had a damaged therapy electrode and a patient was experiencing "adjust belt" messages and "check therapy pad" messages.